Manufacturer narrative:
The hill-rom tech found the nurse call software not turned on. See scanned page. The tech activated the nurse call to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would not place a nurse call. The bed was located at the account on the 5th floor medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).